Event description:
It was reported that the right ventricular (rv) lead had high impedance, was oversensing and a lead integrity alert (lia) was triggered. It was also reported that a lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: performance data collected regarding the lead was received and analyzed. Analysis found there was a patient alert for out of tolerance subthreshold lead impedance on 2013 (B)(4). Weekly pace trend data showed an increase for minimum and maximum ventricular bipolar pacing impedance equal to 741 ohms to 4047 ohms peak between 2013 (B)(4) and 2013 (B)(4). Additionally, there were two ventricular non-sustained (nst) episodes equal to or less than 190 milliseconds on 2013 (B)(4) and one episode of ventricular fibrillation (vf) equal to 180 milliseconds average v cycle on 2013 (B)(4). Concomitant products: 4193 implantable pacing lead 2002 (B)(6); 5076 implantable pacing lead 2002 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found.